Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Issue is resolved.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6)2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported three plus diffuse lamellar keratitis in the right eye two days post lasik. An oral steroid was prescribed and topical steroid drop dosage was increased. Upon follow up, flap rinse was performed. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.